Manufacturer narrative:
Title :comparison of conventional and fibreoptic-guided advance of left-sided double-lumen tube during endobronchial intubation source eur j anaesthesiol, volume 37, 2020 (466¿473). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, the article evaluated the effects of fibre optic-guided advance of dlt on postoperative adverse events such as sore throat, hoarseness, throat pain, dryness, dysphagia tracheal injury, vocal cord injury associated with intubation. There were 123 patients underwent one-lung ventilation with a left side double lumen tube. They were divided in two groups, 62 in the conventional group and 61 in the fibre optic-guided group. The size of the device was based on the sex and height of the patient. It was stated that there were misplacement in 3 patients and tracheal and vocal injuries in the conventional group. No additional information in terms of whether there was intervention and patient outcome.